Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the date setting was incorrect on the pump. The cause of the incorrect date was unknown. Customer's blood glucose was 142 mg/dl. The customer successfully corrected the date setting on the pump.